Manufacturer narrative:
Investigation result: novopen 4: batch number: aug0887. Visual and functional examination were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. During examination/test of the product, it has not been possible to detect any irregularities. The product was found to be normal. The dose accuracy was measured by weighing. The result was within acceptable limits. All mechanical functions are normal. Final comment from MFR: on (B)(4) 2013: the suspected novopen 4 was returned to novo nordisk a/s for investigation. No faults were found on the return and the scenario described by the pt, dialling 15 units and delivering 250 units of insulin, is not possible as the pen can only deliver 60 units of insulin per injection. In addition, limited info regarding the pt/care givers handling of the pen is present in the case and it is thus not possible to deduct a clear root-cause for the experienced event and thus find similar cases as (B)(4). Evaluation summary: name: novopen 4, batch number: aug0887. (B)(4): visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. During examination/test of the product, it has not been possible to detect any irregularities. The product was found to be normal. (B)(4): visual and functional examinations were performed. The dose accuracy was measured by weighing. The result was within acceptable limits. No mechanical functions are normal. During examination/test of the product, it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Felt dizzy (dizziness). Suspected malfunction of complained novopen 4 (device malfunction) 250 u insulin was injected accidentally (incorrect dose administered by device). Case description: does the incident represent a serious public health threat? No. This spontaneous report was rec'd from (B)(6), reported by a consumer (pt's relative) as "250 u insulin was injected accidentally", "felt dizzy" and "suspected malfunction or complained novopen 4: concerns a (B)(6) old female pt treated with novopen 4 (insulin delivery device) from (start and stop date unk) for type 2 diabetes mellitus. Pt's height: 178 cm. Medical history includes type 2 diabetes mellitus (duration unk). On (B)(6) 2013, the pt selected 15 u insulin (unspecified) and injected it by novopen 4 (batch no aug0887) as normal. However, the pt found 250 u insulin was injected accidentally and she felt dizzy. At 12:30 pm on (B)(6) 2013, the pt was send to local by ambulance. The pt was conscious and she rec'd treatment of intravenous infusion in emergency department of the hospital. The pt's blood glucose value measure was 8.3 mmol/l after she drunk a lot of syrup. The pt suspected malfunction of complained novopen 4. The overall outcome for the event was not reported. Action taken to novopen 4 was not reported. No further info available.